Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-03. Investigation summary: this statement is to summarize the investigation results regarding the complaints that alleges false positive results when using bd kit veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0236112. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Returned product testing was completed and all devices had normal intended results. There are no current trends against false positive results. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ there were 3 occurrences of false positive results. There was no indication that results were reported out, and there was no patient impact. Eua(B)(4). The following information was provided by the initial reporter: what type of reference method was used to confirm the result (pcr, viral culture, etc.)? Repeat testing with new cassette and sample with bd veritor. How many specimens were discrepant (fp or fn)? 3 boxes. How many kits (rapid detection of sars-cov-2 veritor) were received, and quantity affected? Received-12 boxes, affected-3 boxes. Was the patient symptomatic or asymptomatic when tested on the veritor plus analyzer? Asymptomatic. Was there any patient impacted because of the false result? Yes. Could you provide all the information on what was reported in terms of patient results? We told the patient, they were positive. Patient complained because they were asymptomatic and hadn't been in contact with a positive person. Retested to be negative. Customer problem: customer reported that six of the test devices from the sars cov-2 test kit have scratches on them. When these test devices were inserted into the analyzer the analyzer displayed false positive (fp) results without any patient sample put on them. Customer said she has been observing these false positive results from at most 6 test devices from 3 of the sars cov-2 test kits. The customer confirmed that when she uses the defective test device to perform the sars cov-2 test, the patient¿s result will be positive, but when she uses a non-defective test device (no scratches on them), to perform the sars cov-2 test, the same patient¿s results turn out to be negative. Since pcr is not done at her pharmacy, that is how she noticed that some test devices in the sars cov-2 test kits are defective.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ there were 3 occurrences of false positive results. There was no indication that results were reported out, and there was no patient impact. Eua(B)(4) the following information was provided by the initial reporter: what type of reference method was used to confirm the result (pcr, viral culture, etc.). Repeat testing with new cassette and sample with bd veritor how many specimens were discrepant (fp or fn). 3 boxes how many kits (rapid detection of sars-cov-2 veritor) were received, and quantity affected? Received-12 boxes, affected-3 boxes was the patient symptomatic or asymptomatic when tested on the veritor plus analyzer. Asymptomatic was there any patient impacted because of the false result? Yes could you provide all the information on what was reported in terms of patient results? We told the patient, they were positive. Patient complained because they were asymptomatic and hadn't been in contact with a positive person. Retested to be negative. Customer problem: customer reported that six of the test devices from the sars cov-2 test kit have scratches on them. When these test devices were inserted into the analyzer the analyzer displayed false positive (fp) results without any patient sample put on them. Customer said she has been observing these false positive results from at most 6 test devices from 3 of the sars cov-2 test kits the customer confirmed that when she uses the defective test device to perform the sars cov-2 test, the patient¿s result will be positive, but when she uses a non-defective test device (no scratches on them), to perform the sars cov-2 test, the same patient¿s results turn out to be negative. Since pcr is not done at her pharmacy, that is how she noticed that some test devices in the sars cov-2 test kits are defective.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ there were 3 occurrences of false positive results. There was no indication that results were reported out, and there was no patient impact. Eua(B)(4) the following information was provided by the initial reporter: what type of reference method was used to confirm the result (pcr, viral culture, etc.). Repeat testing with new cassette and sample with bd veritor how many specimens were discrepant (fp or fn). 3 boxes how many kits (rapid detection of sars-cov-2 veritor) were received, and quantity affected? Received-12 boxes, affected-3 boxes was the patient symptomatic or asymptomatic when tested on the veritor plus analyzer. Asymptomatic was there any patient impacted because of the false result? Yes could you provide all the information on what was reported in terms of patient results? We told the patient, they were positive. Patient complained because they were asymptomatic and hadn't been in contact with a positive person. Retested to be negative. Customer problem: customer reported that six of the test devices from the sars cov-2 test kit have scratches on them. When these test devices were inserted into the analyzer the analyzer displayed false positive (fp) results without any patient sample put on them. Customer said she has been observing these false positive results from at most 6 test devices from 3 of the sars cov-2 test kits the customer confirmed that when she uses the defective test device to perform the sars cov-2 test, the patient¿s result will be positive, but when she uses a non-defective test device (no scratches on them), to perform the sars cov-2 test, the same patient¿s results turn out to be negative. Since pcr is not done at her pharmacy, that is how she noticed that some test devices in the sars cov-2 test kits are defective.